Event description:
It was reported that the battery of this implantable subcutaneous implantable cardioverter (s-ICD) was suspected to be depleting prematurely. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.